Manufacturer narrative:
The complainant advised that sub-optimal tissue processed is derived from the "breast and fatty tissue programme" protocol, started in retort b at 03:00 am on (B)(6) 2017, which could not be identified from the instrument logs provided. However, evaluation of the instrument logs indicates the following three (3) processing protocols used the "breast and fatty tissue programme" protocol on (B)(6) 2017, the "breast and "fatty tissue programme temp" protocol started in retort b at 04:49 am on (B)(6) 2017, which comprised 90 cassettes was abandoned by the user at 07:06 am on (B)(6) 2017; the "breast and fatty tissue programme temp" protocol started in retort b at 07:17 am on (B)(6) 2017, which comprised 90 cassettes and completed successfully at 16:49 pm on (B)(6) 2017; and the "breast and fatty tissue programme" protocol started in retort a at 18:03 pm on (B)(6) 2017, which comprised 193 cassettes and completed successfully at 07:00 am on (B)(6) 2017. A user accessed the supervisor mode at 04:22 am on (B)(6) 2017, to create the "breast and fatty tissue programme temp" protocol, which contains three (3) clearing and three (3) wax infiltration steps only. The "breast and fatty tissue programme temp" protocol has not been validated by the laboratory, and the "fatty tissue programme temp" protocol started in retort b at 04:49 am on (B)(6) 2017; and the "breast and fatty tissue programme temp" protocol started in retort b at 07:17 am on (B)(6) 2017, were subsequently run. The leica peloris/peloris ll user manual section 4.1.3 pre-defined protocols contains the following specific warning: "users should validate all protocols, including the pre-defined protocols, for use in their laboratories, where different conditions could give different outcomes". Review of the reagents used for the "breast and fatty tissue programme" protocol started in retort a at 18:03 pm on (B)(6) 2017, shows that the reagent in bottle 3 (ethanol) was used for the second time in the final dehydration step. All other reagents had been used for at least four (4) previous processing runs without reported incident. However, there was no evidence of a use error in replacing the reagent in bottle 3 which would have either caused or contributed the sub-optimal tissue processing reported by the complainant. Investigation of this complaint found that the instrument operated within specification on (B)(6) 2017, from which sub-optimal tissue processing was identified by the complaint. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
On 13 september 2017, leica biosystems received a complaint that three (3) patient samples were undiagnosable from one (1) processing run on the (B)(6) 2017, involving peloris rapid tissue processor serial (B)(4). On 21 september 2017, leica biosystems (B)(4) received the age and gender of the three (3) patients from whom tissue samples were not diagnosable. Leica biosystems was also advised that "there was a delayed diagnosis and possible treatment (still under review)". Refer to MFR. Report# 8020030-2017-00069 and #8020030-2017-00071 for specific details of the other patients involved.